Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, and the displacement test. Pump received with a damaged motor slide, unable to perform occlusion test due to motor anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they have been having some difficulties with insulin flow blocked alarms. The customer's blood glucose value was unknown. Customer stated they have changed the sets as well. Customer stated the insulin exited and insulin pump alarmed insulin flow blocked. Customer has a plunger available. Customer reported that insulin does not exit the tubing with fill tubing. Customer reported pump alarmed during fill tubing. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.